Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. A second load attempt was not successful. There was no reported impact to the customer's blood glucose. A request to troubleshoot by tandem technical support was made; however, after multiple attempts were made, the contact had not replied to troubleshoot.